Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen that when pressing the wake button the backlight lights up, but no text/symbols on pump screen, just a black screen with backlight. The customer's blood glucose level was 330 mg/dl. Customer administered a manual inject to stabilize blood glucose levels. Reportedly, customer has manual injections to continue with alternate insulin therapy.